Event description:
In 2006, I had breast implant surgery. At the time, the implant manufacturer was pip, which was sued out of business due to faulty product causing ruptures. My right implant ruptured. I had implants replaced with mentor, but right side had a capsular contracture. Replaced implant again and another capsular contracture on the right breast. On (B)(6) 2018 changed the implant to a mentor texture in hopes of no more capsular contracture. Began suffering joint pain throughout body (though it was due to exercise). On (B)(6) 2018, mammogram spots something on right breast and I am told to have an ultrasound every 3 months. On (B)(6) 2019 mammogram spots more black spots and I am told to get an MRI (MRI says "rupture with silicone laden lymph nodes"). I am told to get a biopsy. Biopsy in (B)(6) rules out malignancy. Joint pain has become debilitating by this point. Three days post biopsy, I collapse from an extreme flareup related pain in chest, shoulder and neck. Rushed to ER. All tests "normal." My doctor orders full blood panel which shows high inflammation markers (never had this before). He sends me to a rheumatologist who diagnosis me with rheumatoid arthritis and suggests I take ra drugs. I told her I believe my symptoms are implant related and I won't take anything until I have full explant/ capsulectomy. Surgery date was (B)(6) 2019. All symptoms gone two days post op. Implants were found to be intact. Pathology on right breast capsule shows white blood cells all over (my body fighting what I believed to be an infection). I only found out about breast implant illness in (B)(6) 2019 as I tried to find a link between right breast issues and my declining health. Other women reported being diagnosed with autoimmune disorders, only to have symptoms disappear post explant. I suffered two years. Had I not figured this out, I know my health would have continued to decline and I may have developed worse diagnosis (such as women who many years later get cancer). Had I known about the possible adverse reaction to implants, I wouldn't have waited two years to remove them. I may never even had continued to replace implants that my body was forming calcification around. The capsule was found to contain sutures that should have dissolved in my body, but never did. I have included the pathology report. FDA safety report ID # (B)(4).